Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of over 400 mg/dl; and high ketones that were identified as dangerous by a healthcare provider. Cause of elevated bg was unknown. Reportedly, the customer was nauseous, vomiting and fatigued. Customer attempted to treat elevated bg with a manual injection. At the hospital, customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. Customer declined a systems check. Recommendation was made to consult with a healthcare provider regarding diabetes management.